Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the curved bipolar dissector instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the curved bipolar dissector instrument (part# 471344-16/lot# n10210322 0022) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk4401. The instrument had 11 remaining usable lives with no subsequent use recorded. This complaint is being reported because it was alleged that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted pancreaticoduodenectomy surgical procedure, the conductor wire insulation on the curved bipolar dissector instrument was found damaged. The procedure was completed as planned with no reported injury. Per subsequent follow-up with the reporter, it was confirmed that the alleged issue was identified after the procedure. During the procedure, the reporter indicated that the instrument did not collide with other instruments and no arcing was observed. No images are available. Patient information could not be disclosed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was found to have damage on the conductor wire¿s insulation. The internal wire is exposed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.